Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735821, serial/lot #: unknown; product ID: 9735798, serial/lot #: unknown; product ID: 9735843, serial/lot #: unknown. A medtronic representative went to the site to test the equipment. The system localizer had no communication. The power over ethernet (poe) was replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. The system camera was not working. There were no lights or sound during power up. The "localizer  no connected" message was received on the system. Troubleshooting including checking the input voltage (12v) for power of ethernet (poe), which passed. It was not possible to measure the power output to the ethernet cable, poe had a red light. The likely cause was reported to be the poe or camera. There was no patient involvement.

Manufacturer narrative:
H2, h3, h6: the returned camera was analyzed. No failures were found. Codes c19 and d14 are applicable, as is previously reported code b01. The returned poe injector was analyzed. It did not provide power when a camera was connected to the out port. The red led would light, but did not turn green. Previously reported codes b01, c02, and d02 are applicable. The cable was returned, but not yet analyzed. Codes b21, c21, and d16 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the cable, positioning sensor unit (psu), and power over ethernet (poe) injector were returned to the manufacturer for analysis. Analysis found no failure with the psu or cables. However, the poe injector was found to have damaged electronics and an interconnect failure. This issue was documented in a medtronic navigation hardware anomaly tracking database. H6: additional review indicated codes d16, b21, and c21 are no longer applicable to the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.